Event description:
Pacing impedance out of range (>2000 ohms) and noise seen on the ra sensing channel causing oversensing. No inappropriate therapy reported. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.